Manufacturer narrative:
The reported malfunctions of "shut down" and "internal error occurred - system reset required" were observed in the device activity log. However, the reported problems could not be duplicated. The monitor board was replaced as a precaution. The reported malfunction of "unable to charge" was observed in the device activity log. The log indicated that the charge button may have been stuck. The front panel membrane was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient during transport, the device inappropriately shut down. Clinicians changed the battery and restarted the device and the device displayed an "internal error occurred - system reset required" message. Complainant indicated that during subsequent testing, the device failed to charge . Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.